Event description:
It was reported that the system had a stator not on error message. This error will likely cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to replace the x-ray tube. The system was found to be working as intended after the x-ray tube was replaced. The system was put back into service.